Event description:
Pt was revised to address poly wear and loosening.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner prod code has been inactive/obsolete since sept 2002. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.